Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no findings. A search of the complaint file found two similar reports with the involved product code/lot# combination.

Event description:
The user facility reported the locator was kinked. The following information was provided by the user: when the angio-seal poly-foil pouch was opened, the locator kinked. The device was not used and was replaced by another angio-seal device to continue the procedure. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 8 mm. The size of the sheath ancillary used was 8 fr. There was no health damage to the patient. Hemostasis was successfully achieved by the second device.